Event description:
It was reported that stent migration occurred. The 50- 60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 16 x 60mm x 75cm wallstent was selected for use. During the procedure, the device was fully deployed but subsequently migrated to the proximal side. Another wallstent was used to cover the lesion and the procedure was completed. There were no patient complications.